Event description:
It was reported by the sales rep that during a duodenal switch procedure on the fourth firing with a white load on small bowel some staples at the distal end did not form. No buttress was used. Another same like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Date sent:05/31/2012. Damaged spring cartridge lockout tab, incomplete-interrupted cycle. Additional information was requested and the following was obtained: per the sales rep the account stated that the staples were deployed however, they did not form. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected closing or firing? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with four ecr60w cartridge reloads present. The cartridge reloads were received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.